Event description:
It was reported that the patient received an inappropriate shock for atrial fibrillation with rapid ventricular response. The physician programmed off the ventricular tachycardia (vt) zone so that the patient would not receive any more shocks for atrial fibrillation. The device remains in use. No further patient complications have been reported as a result of this event. The patient is part of the product surveillance registry clinical study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.